Event description:
As reported "there was a training physician operating the stent deployment, he had it 3/4 deployed and the stent stuck, so the physician starting pulling the whole system and he pulled about 30mm's and elongated the stent. Physician finished the procedure with the stent elongated. He then deployed a second 150x120 stent proximal to the first stent; this was a difficult deployment, however, he was successful. When the two handles were pulled together after removing the first catheter the stent could not be fully deployed. You can clearly see that the catheter was mis-manufactured by the length of the catheter. Physician felt this was a very difficult lesion to treat. The physician used a guidant stent 7x100, absolute to cross the elongated 150."